Event description:
Account reported that the siderails are not latching. Tsr installed the versacare siderail inline spring kit (part number 140865), and this resolved the siderails not latching issue.